Event description:
It was reported that on an (B)(6) 2023, during an unknown procedure the aiming arm did not align with the nail resulting in the drill bit hitting the nail. Procedure was completed successfully with a five (5) minutes surgical delay. This report is for one (1) aiming arm/ radiolucent. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Epuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the aim-arm radioluc. A dimensional inspection for the aim-arm radioluc was not performed as it is not applicable to the complaint condition. A complete interactional test of the system was unable to be performed as only the aiming arm and insertion handle were returned, however, these devices were assembled together and did not present any signs of misalignment or malfunctioning. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the aim-arm radioluc was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes dimensional inspection: n/a device history: (lot) part #: 03.043.029 lot #: 2024220 manufacturing site: werk selzach supplier: (B)(6). Release to warehouse date: 22 mar 2021 expiration date: n/a a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: DHR information was retrieved from pi-16552252466611596 as it is the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.